Manufacturer narrative:
H3: the returned ups was analyzed. No failures were found. Previously reported codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this issue occurred after uncrating and installing software, when the local representative (rep) went to do a system checkout. It was noted that the scu, scu cord, and ups scu were replaced twice.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that no patient was present during the time of event. It was noticed before the patient was present, after the images were loaded and before registration.

Manufacturer narrative:
H3, h6: analysis was performed for product: 9735843, lot number: unknown. It was reported that all the returned cables and connector passed continuity tests. Codes b01, c19 and d14 are applicable to this analysis. H3, h6: analysis was performed for product: 9735798r, lot number: 240902258drc19. It was reported that the returned poe injector had no physical damage and passed a functional test per wi-n-19-18. No problem was found. Codes b01, c19 and d14 are also applicable to this analysis. H3, h6: analysis was performed for product: 9735820, lot number: t904755. It was reported that a check of the event log did not show any adverse events. During functional testing, the system control unit (scu) had normal recognition and tracking for all three ports. No problem was found. Codes b01, c19 and d14 are also applicable to this analysis. H3, h6: analysis was performed for product: 9735769, lot number: unknown. It was reported that the returned cable had no physical damage and passed a continuity test with no opens or shorts detected. No problem was found. Codes b01, c19 and d14 are also applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735843, lot number: unknown; product ID 9735767, lot number: unknown; product ID 9735798, lot number: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that the unit was functioning during an optical procedure and instruments would track as normal. However, the camera led would remain amber. It was noted that there was no error message. Previously, during a new install, the uninterruptible power supply (ups), polaris spectra system control unit (scu) & ethernet cable to the camera were replaced for the same issue in case (B)(4).

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that hardware parts were replaced. Codes b01, c02 and c07, as well as d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, lot number: unknown product ID: 9735787, lot number: unknown product ID: 9735820, lot number: unknown product ID: 9735769, lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The positioning sensor unit (psu) camera light displayed both an amber and a green light, though the camera appears to function as intended. When a known working camera cart was connected to the main cart, the same issue occurred ¿ suggesting the problem was isolated to the main cart. The network device interface (ndi) toolbox displayed an error: ¿scu communication failure.¿ during the self-test, only the polaris spectra system control unit (scu) was flagged as ¿unknown firmware.¿ the previously returned scu was analyzed, and the failure was replicated and confirmed. When the scu is connected to a known working lan connection on the checkpoint, the ¿unknown firmware¿ status follows the scu.

Manufacturer narrative:
H3/h6: the system was serviced in the field and hardware was replaced. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the battery (product: 9735773, lot: 2420) was returned to the manufacturer for analysis. Analysis found that the battery was not holding enough of a charge to power the uninterruptable power supply (ups). The battery was tested with a known-functioning ups for 24 hours. The ups was then unplugged from main power and shut down immediately. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, and fdc d02 previously reported are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.